Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the emergency room for a patient notifier alert. Upon interrogation, an alert for low impedance on the left ventricular lead was noted. In clinic, a single out of range impedance measurement was observed on review of past data. All other electrical values were normal. The patient would continue to be monitored.